Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred several months ago.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.